Manufacturer narrative:
The devices are not expected for evaluation, as the anchors remain implanted. (B)(4). A 2-year review of the overall complaint history for this device family showed no other reports of allergic reaction/infection received. The IFU lists infections, both deep and superficial and allergic reactions under adverse events. The conmed linvatec super revo and/or threvo soft tissue anchor is intended to be used for rotator cuff repairs in the shoulder, either arthroscopically or in a mini-open technique. The product IFU provides the following information: precautions: detailed instructions on the use and limitations of the implant should be given to the patient before implantation. The patient should also be told of the possibility of foreign body reactions or other allergic reactions. Contraindications: foreign body sensitivity to the implant material. Where the material is suspected, a test should be made prior to implantation to rule out sensitivity. As the three (3) anchors remain implanted as intended, it is not believed that the devices caused or contributed to this reported adverse event.

Event description:
The customer reported that a (B)(6) male patient allegedly had an allergic reaction 10 days after a shoulder arthroscopy with orthoscopic rotator cuff repair. The report indicated that three (3) c6160h (threvo anchors w/#2 hi fi suture) were implanted on (B)(6) 2012. Two days after the surgery, on (B)(6) 2012 the patient called and complained that the pain medication he had taken caused him to have a constant feeling of nausea. Pain medication was changed at that time. On (B)(6) 2012, the patient complained of experiencing a rash and the doctor office directed him to use benadryl when needed. On (B)(6) 2012, the patient showed up in the emergency room with a rash all over his body along with a complaint of nausea and dizziness. The patient was treated and released with medication for dizziness and benadryl for itching. On (B)(6) 2012, the patient was referred to an allergist, so that testing could be performed and medication prescribed in order to treat skin irritation if it still existed. Follow-up with the user/facility on (B)(6)2013 indicated that other than the allergic reaction symptoms, the patient is recovering well from his rotator cuff repair surgery and has regained his full range of motion and has since returned to work. The facility was unable to provide any further information regarding the allergic reactions since the patient was being treated by a different doctor.